Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of severe hyperglycemia. Customer's blood glucose reading was 569 mg/dl. The customer had symptoms such as large ketones, vomiting and lethargy. The customer changed reservoir and infusion set and gave corrections to high readings. Ketones were resolved by the next morning. The product was not returned for analysis.